Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt was experiencing persistent pain at his ipg site. The pt had revision to position the ipg deeper, but instead opted to have the ipg explanted.